Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were responsive and the up and contrast keys were found to be misaligned. During investigation, evidence of contamination was found under the contrast and up key contacts.

Event description:
The patient contacted animas on (B)(6) 2012, and stated the keypad buttons had delayed responses. The patient noted the keypad rubber had indentations around the up arrow button. The patient reportedly wore the pump attached to a belt. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.